Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: during investigation, the original complaint of the up, down and ok buttons were unable to be duplicated. The audio bolus button cover was found to be damaged but still responsive. The keypad was removed and there was no damage found to the button contacts or keypad flex cable. The pump was opened and there was no damage to the keypad connector or the keypad flex cable. The keypad connector latched was secured.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok, up and down buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.